Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was playing as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 75 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for alternate insulin therapy.